Event description:
Patient reported that the code key packaged with the strip vial was for a different type of test strip. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.